Manufacturer narrative:
The reason for reoperation will be deflation. Further information from the reporter regarding product has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health care professional reported "implant is ruptured" of a saline device. The device remains implanted.